Event description:
Litigation alleged the patient suffered hip and back pain, difficulty walking, and other signs and symptoms consistent with premature failure and/or loosening of his defective hip, excessive blood levels of chromium and cobalt, and metallosis due to the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.